Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7091888.

Event description:
It was reported that patient had an xray done and confirmed that leads had migrated. It was noted that patient was not able to get enough pain relief. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.